Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was 481 mg/dl, which was treated with manual injection and went down to 115 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field, but had gone through an airport scanner. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and missing end cap sticker.